Manufacturer narrative:
X-rays were returned to confirm broken hardware. Images show one screw at l5 fractured below the screw head. It also shows the pt has solid fusion. There is no evidence found that supports the hardware being the cause of the pt's current pain issue. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions-for-use (IFU) supplied with the device. Based on the age of the device and its time in vivo the fracture is likely related to cyclical loading of the device over time. See scanned page.

Event description:
Pt reported that he had l4-5 posterior fusion surgery in 2001 for a blown disc. He had no issues during f/u visits. He began to have back pain in (B)(6) 2010. Images were taken and show 1 broken screw, the threaded section is embedded in the bone and the screw head has moved 1-mm. As this could result in the need for surgical intervention an MDR is filed to document this event.